Event description:
It was reported that the user experienced frequent low glucose events attributed to receiving too much insulin from the ilet and was guided by support to perform a factory reset, after which insulin delivery was resumed; the user wears a continuous glucose monitor and a compatible sensor, and glucose was in range at the time of the reset. Customer care provided support that included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or implicated device component. Symptoms included no reported clinical signs or conditions at the time of contact. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.